Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a damaged atrial port. It was also indicated that the hanger was cracked, the main printed circuit board (pcb) had intermittent failure, the keypad window was damaged, the case was contaminated and broken, and the main seal was contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged atrial port. The epg was returned for service. There was no patient involvement.